Event description:
Howmedica bone cement was being used in a hip hemi arthroplasty procedure. Each batch of cement fully set up within nine (9) minutes. It required six full doses to complete the case.